Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the customer received a low battery power alert. The customer was unable to clear the alert. During troubleshooting with tandem technical support, the alert was cleared. There wa sno impact to the customer's blood glucose level.